Event description:
Customer reported a motor error during the prime. The blood glucose reading was 89 mg/dl. She stated that the insulin pump had only been through a metal detector and no MRI. Customer was able to rewind the insulin pump. Nothing further was reproted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The motor was tested outside the insulin pump and passed. Insulin pump received with minor scratches on lcd window.